Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find any issues that would result in the cannula improperly inserting in the infusion site. No issues noted that would cause high blood glucose levels. The reported event could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the dislodged cannula and bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room with diabetic ketoacidosis (dka). The patient's pod appears to not be in correctly, thus was unsure if cannula was properly seated in the infusion site (hip/buttocks) and when removed the cannula was bent. Patient¿s blood glucose (bg) levels reached 471 mg/dl while wearing the pod between 4 and 24 hours. The patient's bg levels was at 458 mg/dl when taken to the hospital. Symptoms reported include a sinus infection, nausea and vomiting. The patient was treated with an intravenous and insulin and was given anti-nausea medication. Patient was making changes prior and after events to the temp basals. The pod was removed at the emergency room.